Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported low saturation readings. This led to hospitalizing a child while the patient was fine.

Manufacturer narrative:
(B)(4). Low readings could not be duplicated. There was no fault found with the sensor.